Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred due to accumulated stress in the wrong direction. The event could have been detected/prevented by following the instructions for use: the event is detectable/preventable by handling equipment in accordance with the following IFU. Chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. It was reported that a tac representative advised the customer that the parts they seek in order to repair this device in house can't be sold to the customer. The customer does not have olympus training and the olympus engineering team has determined that this repair operation should only be completed by an olympus employee. The customer declined a service quote. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer contacted olympus technical assistance center (tac) with a report that the endoscope reprocessor had a broken yellow connector in the basin. The issue occurred during reprocessing. There were no reports of patient harm.